Event description:
On (B)(6) 2013 the lay user/patient in (B)(6) contacted lifescan (lfs) to report the one touch verio iq meter was giving inaccurately erratic readings. The reporter was unable to provide any specific data. No information was provided about the patient's test strips or testing technique. The patient experienced no symptoms and denied seeking medical attention. The patient did not suffer any injury due to the reported meter. The patient experienced no symptoms and he denied seeking medical attention. However, as the inaccuracy issue was not resolved, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.